Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported loss of air and high fio2 (fraction of inspired oxygen) alarms while using the avea ventilator during pre-use check. The customer performed calibrations on the suspect device and was unable to pass the extended self-test (est). The customer reported no patient involvement. At this time, carefusion has not received the suspect device for evaluation.